Manufacturer narrative:
Ge healthcare (gehc) investigation has been completed. After the incident, the device was evaluated by the anesthesiologist, anesthesia techs, biomedical engineer, and a gehc service representative. The issue could not be duplicated. The device was re-calibrated by the gehc field engineer and appeared to be in working order. Gehc received information from the hospital stating that it appeared that the alternative o2 control button was inadvertently pressed. Ge healthcare made multiple attempts to contact the hospital for the device logs and further information, however, the hospital was unresponsive. Ge healthcare was unable to confirm whether the alternate o2 button was pressed by mistake or if there was a further issue with the device that caused automatic activation of the alternate o2 button. Therefore, the root cause of the activation of alternate o2 during the case is unknown.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Information not provided. Unique identifier: (B)(4). Report source other: medwatch (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
Information received via medwatch (B)(4): "an anesthesia machine failed and resulted in profound hypoxia. In operating room, shortly after an inhalation induction for an infant, the machine stopped delivering all gases, including oxygen. The patient quickly desaturated to the 40s and developed bradycardia to the 50s. The patient was easily ventilated with an ambu bag and given im (intramuscular) atropine. Her vitals promptly recovered, and she woke up rapidly crying and active. We restarted the machine and testing showed it to be in good working order. We initially believed that someone had inadvertently hit the "alternative o2 control" button on the front panel. We proceeded to induce again without complications. Mid-way through the case, the event recurred but this was promptly recognized, and the patient had no changes in vital signs. The patient did well postoperatively and was discharged home. After the incident, the machine was thoroughly evaluated by the anesthesiologist, the anesthesia techs, biomed and a ge representative who recommended a more thorough inspection before the machine is put back in service. The machine has been re-calibrated and appears to be in working order." Ge healthcare will submit a follow-up report when the investigation has been completed.